Event description:
Reporting status: malfunction. Reporting rationale: stent was loose on the balloon. Device issue: stent was loose on the balloon. It was reported that during preparation,the stylet wire could not be removed from the rx vision stent delivery system (sds). An attempt was made to remove the stylet wire using force and the wire could be removed from the sds. This event is being reported based on the returned product evaluation, which found the stent was loose on the balloon.

Manufacturer narrative:
Eval summary: qa analysis revealed that there was moisture visible in the balloon. The stent was loose on the balloon and the distal end of the stent was .5 mm distal to the distal edge of the distal marker, and the proximal end of the stent was .5 mm proximal to the proximal edge of the proximal marker. There was no damage noted to the stent. The balloon was tightly folded, and there were crimp marks visible on the balloon, 2 mm proximal to the proximal edge of the proximal marker. The stylet wire with the protective sheath was inside the catheter extending 9.3 cm distal to the tip of the catheter when received. The tip appeared to have been twisted and bunched and there was a tear in the edge of the tip. There was a bend in the distal shaft, 1 cm proximal to the proximal seal. There were three other slight bends in the distal shaft, 6 cm, 8 cm and 10 cm, distal to the guide wire exit notch, causing the distal shaft to appear to be wavy. The nosepiece of the catheter was inside the cup clip of the coil dispenser tubing when received. The coil dispenser was not returned. There was no other damage noted to the catheter. A laser micrometer was used to measure the stent outer diameters and they were oversized. The stylet wire was removed from inside, the catheter without any resistance. The stylet wire had a bend, 14 cm proximal to the distal end of the stylet, this was where the distal shaft had a bend, 1 cm proximal to the proximal seal. The proximal end of the stylet wire was curved. The distal shaft still had a bend, 1 cm proximal to the proximal seal after the stylet wire was removed. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that the stylet wire could not be removed from the rx vision, but during the quality assurnace analysis, the stylet wire was removed without any resistance. The inner diameter of the protective sheath was within specification. The shaft had several bends and the stylet wire was also bent. Additionally, the tip of the catheter was bunched and twisted. It is likely that this damage resulted from the forceful attempt to remove the stylet wire. Also, although not reported in the incident, the stent was loose of the balloon. This may have occurred as a result of the packing/shipping of the device back to abbott vascular for evaluation. If the stent was loose and had shifted on the balloon, that would account for the oversized stent outer diameter. It was also noted that the stent, which was 23 mm in length, met specification, but extended past the balloon markers. The distance between balloon markers was 22mm and according to specification, the minimum length of balloon between the markers is longer for a 4.0 x 23 mm stent. A field discrepancy notice (fdn) will be initiated to address this issue. Although the balloon marker placement was incorrect, this should have no effect on the stent security, which is the reason for this event being reported. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the quality assurance department.